Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had air leak leading to emergent tube exchanges which have occurred three times in the last week. This was experienced in the ICU only.